Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly. Attempts have been made by phone to obtain; patient treatment settings, patient information, patient photos, and sun exposure. Which were provided, except for patient photographs. Furthermore user facility reported in incident form that topical bid medication was prescribed for burn treatment and confirmed that the patient would not suffer permanent impairment. An examination of the subject device by a lumenis technical expert concluded that after verifying all system functions including calibration and energy output verification, the subject device operated well within manufacture specifications. No device malfunction was reported or observed. Subject device malfunction is not the suspected cause of the event reported. A lumenis healthcare professional reviewed the reported event details and concluded that the patient treatment settings were within manufacture specifications, device labeling and training. Additionally, the professional stated, "treatment may have been aggressive over hair bearing areas with the 560 filters". The professional concluded the root cause of the reported event to be operator error. While the information received to date does not confirm that injury required medical intervention to preclude permanent impairment, the company is reporting the event in an abundance of caution. Should additional information become available, the complaint record will be updated accordingly, and a follow up medwatch report will be submitted.

Event description:
A user facility reported that one (1) patient sustained a burn of unknown severity to chin following ipl treatment with lumenis m22 laser.